Event description:
The tip of the harmonic scalpel snapped off and was found on the floor.

Manufacturer narrative:
Info anticipated, but unavailable at this time. Additional information from the user facility: harmonic scalpel.